Manufacturer narrative:
Concomitant products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had only seen two coupling bars since implant. 1-2 week prior they did see briefly 4 coupling bars. They noted they could feel the device and it felt tilted. The pocket looked well healed with no swelling. The following day it was reported the patient received a recharger but it was not the correct one. It was noted the patient was in a lot of pain in their right leg. The pain was because the patient had not been able to recharge for the last 3 days. The patient had been in pain for a couple years but without having the device working it was not ¿taking the edge off of it.¿ follow up reported a compatible recharge was sent to the patient. The patient was still unable to recharge and get more than 2 coupling bars with new recharger. There was no cause of issue determined. The patient could not recharge normally and there had not been an intervention planned. It was reported the health care professional had a tentative plan to revise the pocket site and test the recharger in the operating room. The same day it was reported the stimulator may be flipped. The physician believed the device may be flipped. Follow up reported the flip was confirmed with diagnostics. The patient was not able to recharge. It was not known when intervention would be taking place.

Manufacturer narrative:
Concomitant products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).